Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles each from lots 2089012 and 2145630 were clogged during the flow check. The following information was provided by the initial reporter: "consumer reported found maybe 10 pen needles that clogged mostly during the flow check.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-feb-2023. Customer returned (2) loose 32g 4mm pro used pen needles from the lot# 2089012 and 3 loose 32g 4mm pro used pen needles from the lot# 2145630. Customer reported that 10 pen needles clogged, non-patient end was bent, and needle length is too short. Lot# 2089012. The two pen needles was visually inspected and observed two pen needles with bent non-patient end. Therefore, pen needles were clogged during priming due to non-patient end was bent and broken. Hence, the alleged issue could be confirmed based on the samples return. As the sample returned was open it is not possible to determine root cause for bent needles. Lot#2145630. The three pen needles was visually inspected and observed one pen needles with bent non-patient end and other two without any damages. The clog test was performed on the pen needles that are without any damages and observed a proper flow of insulin through cannula without any clog issues. Hence the alleged issue could not be confirmed based on the samples return. As the sample returned was open it is not possible to determine root cause for bent needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure(needle clog). As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles each from lots 2089012 and 2145630 were clogged during the flow check. The following information was provided by the initial reporter: "consumer reported found maybe 10 pen needles that clogged mostly during the flow check."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2089012. Medical device expiration date: 30-apr-2027. Device manufacture date: 30-mar-2022. Medical device lot #: 2145630. Medical device expiration date: 31-may-2027. Device manufacture date: 25-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.